Event description:
It was reported that probably a month ago the patient's (pt) recharger (rtm) was going haywire again. When recharging the implanted neurostimulator (ins) sometimes it would say it lost contact. The other night it was acting crazy; normally in a 24 hour period when they went to recharge the ins at 5 pm the ins battery would have 40% or 50% battery but this time they had 0% battery so when charging the ins they had to stop to recharge the controller two times to get the ins from 0% or 20% to 100% battery. Also when recharging the ins they got to 100% and it stayed there for an hour blinking excellent and did not fill up all the way. They reset controller but still had issues. Pt mentioned they had a terrible back and tried a heating pack one time and that did not work because the heating pack overheated the rtm. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and when they attempted to recharge the ins they got recharging excellent. The ins was at 100% and controller was at 60%. The issue was not resolved. A request was sent to the repair department to replace the rtm. An email was sent to registration to update address. Pt mentioned they had the rtm replaced before.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6), product type recharger, product ID 97745nt, lot# serial# (B)(6), product type programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they got the new recharger (rtm) and they had the same issues. When recharging implantable neurostimulator (ins) it was intermittent and it was telling them it was not connected when it was. The patient (pt) reset controller but still had issues.

Manufacturer narrative:
H3: product ID 97755-s serial# (B)(6) product type recharger was returned and the analysis results show that high reading na low reading na no anomalies were visually observed. Stuck on checking the recharger screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called in and got the controller reconnected and working fine. Patient called fedex to schedule a pick but not sure if they did it right. Agent advised patient to call fedex for further assistance.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating they got a new controller recently and it already quit working. When pt was trying to recharge the ins they would get a white screen which happened to them 3 different times and would become unresponsive until they reset the controller. Pt mentioned they were told before from medtronic to try that trick and it was not resolving their issues. Pt mentioned they had 2 or 3 rtms and this was their 2nd controller. Agent closed case.